Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(6). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. It was determined that the device was manufactured before jan 1, 1998. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The device manufacture date is unknown. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the oscillating saw device handle lever was deformed, bent and the pin had come out. It was reported in the service order that the device had a trigger problem. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.